Event description:
Rrgnt ventricular pacing lmpeaance out or range. Rv impeaance sw1tcnea to unipolar on 14 apr due to rv bipolar lead impedance 2299 ohms. Threshold 2000 ohms. Vt -ns episodes: device appears to be oversensing on the rv lead." Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).